Manufacturer narrative:
(B)(4). G2: poland. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the suture from ziptight ac broke during the procedure. Attempts have been made and there is no further information at this time.

Event description:
It was further reported that on the primary surgery date approximately 3 months ago the x-rays showed correct positioning of the fragments. However, on the next day another x-ray was taken, and it showed that the bone fragments were now in incorrect positions. The patient was revised that day and fitted with a competitor's plate. The surgeon found a broken thread (without identifying which one) and it was discarded.

Manufacturer narrative:
(B)(4). Reported event was confirmed as medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the surgical implements are correctly positioned at the superior clavicle and subcoracoid locations. The clavicle and coracoid are widely separated as noted. The widening of the ac joint is consistent with breakage of the ziptight suture. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.